Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided, d1: brand name unknown / provided, d4: additional device information: unknown / not provided, g4: premarket identification PMA/510(k) #: unknown / not provided, h4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted

Event description:
It was reported that an implant and cover screw were placed at tooth site 36 on (B)(6) 2023. Patient had crown loosening at the end of 2023 and again on (B)(6) 2024. Healing abutment screw fractured on (B)(6) 2024, screw was removed. On (B)(6) 2025, x-ray confirmed implant fracture. Pain was reported as a result of the event. This report refers to healing abutment screw fracture.